Event description:
The customer reported a falsely elevated glucose result generated on the alinity c processing module for one patient. The following data was provided: sid (B)(6) initial glucose result = 762 mg/dl repeat on another alinity = 96 mg/dl. The customer states that the result was not reported to the medical provider. The customer also states that daily maintenance and qc were performed, and all passed. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated glucose result generated on the alinity c processing module for one patient. The following data was provided: sid (B)(6). Initial glucose result = 762 mg/dl. Repeat on another alinity = 96 mg/dl. The customer states that the result was not reported to the medical provider. The customer also states that daily maintenance and qc were performed, and all passed. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) observed reagent 1 probe was leaking on the alinity c processing module, serial number (B)(6). The fsr replaced the alnty c rgt pr tb and issue resolution was confirmed by replacement and recalibrating of the probe and a verified control run. Return testing was not completed as returns were not available. A review of the alinity c, serial number (B)(6) service history, revealed no additional service tickets associated with false elevated glucose patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for alinity c processing module did not identify any trends. A review of tracking and trending for the alnty c rgt pr tb did not identify any trends. A review of the manufacturing documentation did not identify any nonconformances or deviations associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity c processing module, serial number (B)(6) or the alnty c rgt pr tb was identified. Updated d10 - concomitant product - added alnty c rgt pr tb, 04s50-01, unknown.